Event description:
The following information was reported: the balloon lost pressure at prep. The 5f device was taken out of the package. The technician went to prep the balloon and when the syringe was attached and pushed the balloon would not inflate nor would the inflation indicator pop out. The device was never deployed or placed into the procedural sheath. Procedure type: diagnostic coronary vessel type: arterial sheath size: 5f

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1431401) indicated that the device lot met all established performance criteria prior to shipment.(B)(4).